Event description:
On march 13, 2023, fujifilm healthcare americas corporation was informed of an event involving fdr go plus e. It was reported that the screws on the collimator ring are becoming loose over time causing the collimator to become unstable. There is no patient involvement or report of serious injury or death associated with the event. Therefore, this report is being submitted in abundance of caution.